Event description:
Additional information received from a healthcare provider via a manufacture representative reported no clear cause of the withdrawal was determined during the dye study, so the hcp was bringing the patient back sooner than usual for a refill to examine the actual vs expected reservoir volume. The rep was not sure if the pump not being updated with a priming bolus was a user error or a technical error. The patient was stable and being observed by ER staff when the rep spoke to them. The managing pain physician and rep met at the hospital where the patient was present to complete a priming bolus for the remaining length of catheter. The hcp also had the rep program a one-time therapeutic bolus of 5mg.

Manufacturer narrative:
Concomitant medical products: product ID a810, serial# unknown, product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the device manufacturer representative indicated that the logs were unable to be obtained.

Manufacturer narrative:
Continuation of d11: product ID a810, product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, lot#:, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving infumorph (10 mg/ml, 3.195 mg/day) via an implantable pump for spinal pain. It was reported the patient was experiencing intermittent therapy relief. The patient reported this to their hcp that about two months ago, they started experiencing withdrawal symptoms once to twice a week. This last week, the withdrawal symptoms began to increase in frequency. The hcp wanted to do a dye study and reported no blockages and no kinks. The patient's pump was not audibly alarming. Further troubleshooting was reviewed. Troubleshooting could not be performed on the call due to lack of access to product. The rep called back on the same date and stated they entered a priming bolus, but the session report did not show that they actually updated. But the session report did not show that they actually updated. The rep wanted to confirm how long the catheter would take to fill with drug at the current programming of 10 mg/ml @ 3.195 ml/day. On (B)(6) 2020, the rep called back and stated the patient was no in the emergency room (ER) and was having withdrawal symptoms with no therapy due to no priming done yesterday. Troubleshooting was discussed.